Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was calling again after receiving a battery cap. Customer's blood glucose was 117 mg/dl. Customer reported that they had a failed battery alarm on the insulin pump again.

Manufacturer narrative:
The power graph management shows and abnormal behavior of the loaded voltage however, after disconnecting and reconnecting the internal battery connector on the printed circuit board area 1; the insulin pump was monitored and functioned properly. The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test alarms were noted. The insulin pump had cracked case on the back at the battery tube area, minor scratched lcd window and case.